Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot #: 19540150, description: clik x anchor, lot #: 3109339/3109343, description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of coverage due to lead migration. The patient underwent an ipg replacement procedure per physicians preference and magnetic resonance imaging (MRI) compatibility. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.